Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the issue had been resolved by the customer, who unplugged the entire machine from the outlet after properly shutting down the device, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the cubie pockets c1, c3, d1, and d3 were not detected on the bus. The user attempted to recover the storage space, but when the drawer was opened and then closed, it immediately popped back open. The user was unable to unload or eject the cubie pockets. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.